Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the lead dislodged after it was positioned. Attempts to reposition the lead were not successful and it was noted that with each repositioning attempt, more rotations had to be applied to the helix mechanism to extend and retract the helix. During the fifth repositioning attempt, the helix was no longer operational. The ra lead was extracted and successfully replaced. No adverse patient effects were reported.